Manufacturer narrative:
As of today, the available information suggests this lead remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.additional information was received stating pacing impedance measurements were greater than 2000 ohms. The lead was surgically abandoned during an elective device replacement procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) crm received information that this implantable defibrillation lead has likely experienced sub-clavian crush. The patient implanted with this lead stated in a call to latitude patient services, which was later communicated to technical services, that the lead was 'broken' and 'shut down' and that the lead was to be revised. In obtaining additional information from the bsc representative, it was commented that an extraction was probable. The patient is in the process of getting a second opinion. The bsc representative stated that the device had been reprogrammed due to the lead condition. To date, there have been no reported adverse patient effects associated with this clinical observation.